Manufacturer narrative:
Further info from the reporter regarding event details has been requested. No additional info is available at this time. The events of necrosis and infection are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. Device labeling addresses the event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because med intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri(r) with a concomitant breast implant in the right breast for mastectomy reconstruction on (B)(6) 2014. Post-implantation, the pt presented with skin necrosis due to a possible infection. The pt required surgical removal of the device on (B)(6) 2015. The device was discarded and will not be returned.